Event description:
Event description guidant received information that this patient returned to surgery approximately four weeks after implantation of a cardiac resynchronization therapy defibrillator (crt-d) system, due to high right ventricular lead impedances. The impedances on the rate/sense channel measured over 3000 ohms.